Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug intraperitoneally (dose and frequency not reported). At the time of this report, the patient has not recovered and pd therapy was ongoing. Additional information is not available.